Manufacturer narrative:
Qn# (B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned sample revealed that the bottom and rail were detached from the cover block and both were returned loose. The device was returned with its trigger partially engaged. It appears that the bottom was not properly welded onto the cover block, which allowed the rail, pusher and staples to fall out of the stapler. The welding issue could have contributed to the jamming failure mentioned by the customer. A nonconformance has previously been opened by the manufacturing site as a result of this issue. Functional inspection could not be performed due to the condition of the returned sample. It appears that the bottom was not properly welded to the cover block, which allowed the rail and the staples to fall out from the stapler. A nonconformance has been opened by the manufacturing site as a result of this issue. The reported complaint of "misfire/jamming - info not provided" was confirmed based on the returned sample. The stapler was returned with the bottom and rail detached from the cover block and both were returned loose. It appears that the bottom was not properly welded to the cover block, which allowed the rail, pusher and staples to fall out from the stapler. The welding issue could have contributed to the jamming failure mentioned by the customer. A nonconformance has been previously opened by the manufacturing site as a result of this issue.

Event description:
The staple is jamming.

Manufacturer narrative:
(B)(4). The device history review the product visistat 35w 6/box lot# 73k1900481 investigation did not show issues related to complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The staple is jamming.